Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 component codes and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. During manufacturing, the device undergoes multiple 100% inspections. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were unable to be confirmed as neither the complaint device nor applicable imagery was provided. Engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. In this case, ''during the procedure, upon full inflation of the commander ds balloon ruptured. During withdrawal of the system, there were difficulties and a vascular complication occurred and a vascular surgery was needed.'' Balloon burst: the balloon burst could potentially result from unfavored physical interactions between the inflation balloon material and the implant site with rigid characteristics (i.e. Calcified annulus/leaflets, pre-existing valve) or it could result from over-inflation due to the balloon be subjected to excessive burst pressure. In this case, no details were provided with respect to patient anatomy while inflation was performed with nominal volume. Therefore, the root cause of burst balloon remains unknown. Difficulty or inability to withdraw system as the balloon was burst, the altered balloon profile could have made it susceptible to catching on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. As such, available information suggests procedural factors (withdrawal of a burst balloon) could have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned.

Event description:
As reported, it was a case of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. During procedure, during valve deployment the balloon burst. During withdrawal of the system, there were difficulties and a vascular complication occurred and a vascular surgery was needed. The patient was doing well post-procedure.